Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-10591. It was reported that an error message displayed during aspiration. A spiroflex® vg angiojet® thrombectomy set and spiroflex® angiojet® thrombectomy set were selected for a thrombectomy procedure in the circumflex artery. During the procedure inside the patient for both catheters, it was observed that saline was leaking into the pump housing of the console. An error message regarding priming displayed and the catheters failed. The catheters were able to work enough to aspirate enough of the thrombus to continue to complete the procedure. Ballooning and stents were used to complete the procedure. There were no patient complications and the patient was fine.